Event description:
It was reported that the camera head exhibited error e226. The issue was found during sedation for a diagnostic pneumothorax procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1 facility name: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
A snowstorm occurred in the image.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, h6 - adding medical device problem code "a090204 - image display error/artifact". A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion and deep scratch on the electrical contacts of the video connector. A root cause could not be identified. Based on the results of the investigation, it is likely that the occurrence of error e226 and a snowstorm appearing on the image were due to the occurrence of poor contact and the inability to communicate normally. The event e226 can be prevented by following the instructions for use which state: turn off the power to the product immediately, and reconnect the camera head. After a short while, turn the power back on. If the same problem occurs again after turning the power back on, turn off the power to the product immediately, unplug the power plug from the medical outlet, and disconnect the power cord from the power inlet of the product, and contact olympus. The event snowstorm image can be prevented by following the instructions for use which state: if the endoscope image or function malfunctions and returns to normal on its own, the device may already be malfunctioning. If you continue to use it as it is, the malfunction may occur again and it may not return to normal. In this case, stop using it immediately and slowly pull the endoscope out of the patient. If you continue to use such a device, it may injure the patient or cause bleeding or perforation. The event corroded video connector can be prevented by following the instructions for use which state: ¿care, storage, disposal¿ section of the instruction manual. Do not use the video connector with the electrical contacts wet. Using it with the electrical contacts wet may cause a malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.